Event description:
Customer reported that compounder did not alarm when the wrong solution was pump. Sterile water was hung in error on station 2 (orange) in place of the amino acid solution. The sterile water was delivered to the final bag without the unit alarming. The unit has been sent to product services for eval. There was no pt involvement.